Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of foreign material exiting the channel¿ was confirmed. The forceps/brush passage was found to be blocked. The bending section rubber glue was found cracked on the insertion tube and plastic cover. Buckles were also, noted on the insertion tube at the protector boot. The scope chip ID showed 3159 total uses. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, foreign material was noted to be exiting the scope¿s channel. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the event occurred due the user's handling or by reprocessing. The suggested event was deemed a preventable occurrence, and detectable prior to use. The instructions for use (IFU) operation manual states the following: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end" the IFU reprocessing manual further precautions: "all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.